Manufacturer narrative:
E1.: phone number: (B)(6), e1.: facility name: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported, a suspected device rupture. Diagnosed by ultrasound. The device remains implanted. This record relates to an unknown side.